Manufacturer narrative:
Please refer to the attached analysis report. Attachment: [20190819 - file-2019-02038 - analysis_and_closure_report_resp-2019-00859.pdf].

Event description:
Reportedly, the subject pacemaker was implanted on (B)(6) 2016. On (B)(6) 2019, the system was explanted and discarded at the hospital due to infection. Preliminary analysis results showed that the device was sterilized and released according to applicable standard operating procedures.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject pacemaker was implanted on (B)(6) 2016. On (B)(6) 2019, the system was explanted and discarded at the hospital due to infection. Preliminary analysis results showed that the device was sterilized and released according to applicable standard operating procedures.